Manufacturer narrative:
A4: patient weight requested but not provided. Manufacturer's investigation conclusion: the suspected outflow graft obstruction was unable to be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing. A direct relationship between the device and the reported pulmonary edema could not be conclusively determined through this evaluation. The controller event log file contained events from 21jun2023 to 25jun2023. There were no notable events or alarms and the log file appeared to capture the device operating as intended at the fixed speed. Of note, pulsatility index trended nearly flat over the approximately 11 days of the controller periodic log file. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. This document explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). The IFU also contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having flash pulmonary edema with a concern for outflow graft obstruction. The log file did not display any low flows during the 4 day length of the file. The temperature ranged from 43-46 degree celsius (c) which appeared to be within parameters. The motor power was 4.1 watts (w) to 4.7w with a pump speed of 5800 rotations per minute (rpm) which appeared to be within parameters. The data showed a steady trend in power (but not an increase in power) with a decrease in average pulsatility index (pi) over time. This type of trajectory in the past has been linked to the presence of a possible thrombus. However in the case of a thrombus, the data may show an increase in power with a decrease in average pi over time. This information in conjunction with any clinical data such as elevated ldh levels, dark colored urine, decreased left ventricular (lv) unloading, increased heart failure symptoms, or decreased blood flow to ventricular assist device (vad), would support the presence of thrombus.